Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because fading display was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k)# is k082590.